Event description:
At 23:50 as the nurse was reconnecting the secondary tubing to the primary line and noticed that where the secondary line connects to the primary line, it was broken. Tubing was replaced and there was no injury to the patient. Potential for infection. Nothing not already being completed. Monitor for infection.